Manufacturer narrative:
Vyaire failure analysis lab was able to verify the customer's reported issue. Bench testing confirmed pt802 and pt801 transducers have failed.

Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
It was reported that the ventilator alarmed transducer fault. The ventilator also failed the exhalation differential transducer calibration. There was no patient involvement.